Event description:
It was reported that approximately four months post stenting procedure in the mid left anterior descending artery with one promus 3.0 x 23 mm stent, the patient experienced a two day history of intermittent chest pains/unstable angina while running. ECG and troponin levels were negative, however, the patient experienced ischemic symptoms and was hospitalized with a myocardial infarction. There was no reported treatment or cardiac intervention. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia and myocardial infarction, as listed in the promus instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.